Event description:
Procedure: colon resection. According to the reporter: at the total mesorectal excision an ultra deep anastomosis was necessary. The pressure plate was introduced like usually and the instrument was introduced rectal and connected with the pressure plate. The surgeon fired the instrument, four half turns and the instrument was unable to be removed. It had to be cut manually circular out with scissor and over sewed. A new anastomosis was not necessary. Operating room time was extended by more than 30 minutes. No additional blood loss, no extension of the incision, no change of op, no loss or damage to tissue.

Manufacturer narrative:
(B)(4)